Event description:
A customer reported to baxter (B)(4) a 2000ml eva container in which a leak occurred. According to the report, there is a hole in the bag and therefore the bag leaked. It is unknown when the condition occurred. There was no patient involvement, injury, medical intervention, or adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a pin hole on the side of the bag. Functional testing was performed. The bag was inflated with air and leak tested under water. A leak was revealed from the pin hole. The exact root cause of the reported issue could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.